Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400502724. One used sample in open packaging was provided for evaluation. A picture was also provided. The sample and photograph were both visually evaluated and the tube insert was present in the horizon cassette. The defect was present in both the sample and photograph submitted. Defect cause was due to the tube inserts being short. Since it was short, it was not held in the cassette and when the machine indexed, it rolled over onto another cassette. Generally, when this happens, they roll off onto the deck of the machine and the part gets rejected later in the process. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the set was spiked and normal saline was primed through the tubing and the nurse noticed a white piece of plastic in the cassette. No injury reported.